Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported needle mechanism failure or determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result.¿ it also warns, ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
The customer activated the pod at 1:38am on (B)(6) 2013. At this time, his blood glucose was 200 mg/dl. At 8:27am, his blood glucose was 330 mg/dl, and it was about 250 mg/dl all day while at school. When he came home from school, it was still 250 mg/dl, so his mother advised him to change the pod. When he removed it, his mother noticed that the needle had not completely retracted.